Event description:
Boston scientific received information that this electrode migrated after it was implanted. No adverse pt effects were reported. A revision was performed and the electrode was successfully repositioned.

Manufacturer narrative:
As no further information concerning this report is expected, out investigation is complete. This investigation will be updated should further information be provided.